Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt light headed and experienced weakness. It was also reported that the following issues were noted on the right ventricular - his bundle (rv) lead: suspected intermittent loss of capture, dislodgement, high and rising thresholds. The rv lead was explanted and replaced with a leadless pacemakers system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.